Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had blood glucose (bg) fluctuations after forgetting to announce a meal resulting in a high of 261 mg/dl. The late announcement caused bg to fall to 48 mg/dl. The user corrected the low with fast acting carbs and was not out of range for more than 90 minutes. The user had no symptoms during the reported event and did not require outside intervention.